Event description:
It was reported to medtronic that a legend stylus touch handpiece was heating up. There was no reported patient or user impact.

Manufacturer narrative:
(B)(4). The device was not returned. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed.

Manufacturer narrative:
Serial #: (B)(4). Device returned: (B)(4) 2013. Device evaluation: the returned device was evaluated. The drill passed the visual inspection, the attachment inspection (ability to lock/unlock), direction of rotation inspection, and voltage check. The drill failed the temperature test and the speed of rotation test. The highest detected temperature during the temperature test was 113.2 deg f, with a detected 39.9 deg rise in temperature during the test (duration = 5 mins). During the speed of rotation test, when the drill was set to run at 60k rpm, the measured speed of the drill was 56617 rpm, which is below the specified acceptable range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.